Manufacturer narrative:
Further info is going to be provided. Attempts to acquire info required for this form were made by gore.

Event description:
On an unknown date, the pt was implanted with a gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. Six months later, the pt had renal arteries occluded and a lower limb ischemia due to dissection of the external iliac artery that caused the occlusion of the endoprosthesis limb. Further info was requested.